Event description:
The manufacturer received information alleging a ventilator's screen turned completely black. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. No repairs performed. The device will be scrapped.